Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range shock impedance measurement. The daily measurements show impedance at 60-80 ohms. Boston scientific technical services (ts) suggested troubleshooting options. A non-invasive programmed stimulation (nips)was scheduled. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.